Event description:
The customer tested her blood glucose using her 2 contour meters. One meter read 141mg/dl and the other meter read 81mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer disconnected the call during troubleshooting. Attempt was made to call customer but no answer. No replacement product sent. No product returning for evaluation.